Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the distributor contacted animas, alleging a casing/condition (moisture ingress) issue; battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 02/09/2016:device evaluation: the device has been returned and evaluated by product analysis on 01/27/2016 with the following findings: on examination, there was visible rust/corrosion inside the battery compartment. The battery cap was stuck on the battery compartment and had to be removed by force. The battery compartment was cracked at the threads to left of the bumper pad, at the threads above the bumper and at the case seal below the bumper pad and two more cracks below the bumper pad. A leak test revealed moisture leak at the damaged battery compartment. The pump was opened for further investigation and did not reveal any evidence of damage, defect or contamination of the pump¿s interior compartment. Investigation confirmed the report of moisture ingress. Unrelated to the original complaint, the display was noted to be dim/faded and discolored.